Event description:
It was reported while using bd bactec¿ plus aerobic/f culture vials (plastic) there was fungal contamination seen in four sets identified as aspergillus fumigatus complex. No adverse impact was reported regarding the patient or user at this time.

Manufacturer narrative:
There were multiple 510k numbers reported to be involved. The information for the additional 510k is as follows: g4. PMA / 510(k)#: k222591. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported while using bd bactec¿ plus aerobic/f culture vials (plastic) there was fungal contamination seen in four sets identified as aspergillus fumigatus complex. No adverse impact was reported regarding the patient or user at this time.

Manufacturer narrative:
Investigation summary: catalog 442023 batch no. 4284151. Customer reported a false positive defect. Photos bottles were received. No damage was observed. Bd was unable to reproduce customer experience with the bactec product. A false positive response was not observed when retention samples were tested. Retention samples were visually inspected, tested for viable contamination by sub-culturing on tsa, chocolate, sabouraud and schaedler agars plates, voltage output and gram stain. All results were satisfactory. Batch history record review did not identify any evidence for which the customer submitted the complaint. A complaint history review was conducted and only the current complaint was found relating to the incident lot number and the ¿as reported¿ defect code. Users are cautioned in the package insert under limitation of the procedure: a gram-stained smear from a culture medium may contain small numbers of nonviable organisms derived from media constituents, staining reagents, immersion oil, glass slides, and specimens used for inoculation. In addition, the patient specimen may contain organisms that will not grow in the culture medium or in media used for subculture. Such specimens should be subculture to special media as appropriate. Bd recommends updating the instruments software to the latest available version. Complaint is unconfirmed based on retention samples and batch history record review results. No correctives actions were required. A cross functional team continually monitors all product complaints for trends and determines if any additional actions are necessary beyond the current investigation process.